Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional review indicated that the event previously described did not occur to the patient. It was the possible outcomes of going through airport security that were being described by the manufacturer representative on the phone with the patient. There was no device malfunction or a serious injury.

Event description:
It was reported that there was a por (power on reset) after going through security. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.